Event description:
It was reported that there was a notifications turned off banner. Data was received but investigation would not determine a root cause. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).